Event description:
The patient received a 3.5x18mm and a 3.5x08mm cypher select plus stent in the proximal left anterior descending (lad). The stents were overlapping. Approximately one month later, the patient was re-admitted with chest pain. No enzyme or EKG changes were noted. Angiography revealed 90% restenosis in the lad and 66% stenosis in the left main (lm). Both lesions were treated with endeavor stents.

Manufacturer narrative:
This device is distributed outside the us: however, it is similar to the us product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00853.